Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. Five paper print radiographic images were received with the complaint. Contrast enhancement was seen on the image. There was no identification present on the images. An indwelling sheath was seen on multiple images with contrast enhancement. These images may represent a lower extremity angiogram. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states the angio-seal is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in pts who have undergone diagnostic angiography or interventional procedures. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported that via a left subclavian artery puncture, a percutaneous coronary intervention (pci) was performed using an 8f introducer. The right common femoral artery (rcfa) puncture site was closed with an 8f vip angio-seal. Hemostasis was not achieved and manual compression was applied. The pt developed leg pain and distal pulses were lost. The left femoral artery was accessed to visualize the rcfa for issues. An angiogram showed occlusion of rcfa and occlusions at the popliteal (knee) area. The rcfa was stented to improve blood flow. The pt's hospitalization was extended, but the pt was stable post-procedure and was later discharged.